Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) was charging, and they noticed a burning smell. When they looked at the pdm it they saw smoke. The mother reported the pdm was hot and melted into the protective gel casing that was over the pdm. No blood glucose levels were reported. The patient did not experience any harm or require medical attention for the reported issue.